Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system would not boot up. Upon troubleshooting fse found that the issue was with host pc. The defective parts were returned for analysis, for host pc, malfunction was observed, and reference to both the cmos and psu as failing components. To resolve the issue, fse replaced the host pc and installed the license file, a cold restart was performed, the system booted as expected. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.